Manufacturer narrative:
Manufacturing review: as the lot number for the device was not provided, a manufacturing review could not be performed. Investigation summary: the device was not returned for evaluation. Images were not provided for review. Medical records were provided and reviewed. Approximately five years nine months post filter deployment, an angiography performed revealed foreign body noted in the area of the right superior vena cava, which may have represented a piece of an old filter which had been removed. Approximately six years seven months post filter deployment , it was noted that the patient had a filter in right groin which was placed approximately three years post filter deployment. A review of cath films revealed a small wire in likely the roof of right atrium or svc. Therefore, the investigation is inconclusive for perforation of the ivc. Additionally, based on the provided medical records, the investigation is inconclusive for limb detachment as there is no clear evidence that the small wire is from the bard g2 filter. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: precautions: the safety and effectiveness of this device has not been established for morbidly obese patients. Open abdominal procedures such as bariatric surgery may affect the integrity and stability of the filter. A review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that the filter detached, filter struts have perforated into the organs, and the patient experienced bleeding. Furthermore, it was alleged that the filter strut is retained in the superior vena cava. Additionally, it is alleged that the patient is experiencing chest pain. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.